Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a incomplete shielding were determined burns to the patient's uterus and peritoneum parietal, fortunately without the need for repair surgery. A small solution of continuous of the monopolar spatula stem coating was then detected, which resulted in the aforementioned burns outside the surgical field.